Manufacturer narrative:
Result: there was no visible damage to the exterior of the pump. Conclusion: the complaint has been evaluated. The complaint indicated that the on/off button would not stay on during the procedure. Evaluation of the returned device could not confirm the complaint. The pump was tested and found to be functional. The pump was powered on/off 10 times as well as being turned on and left running for 30 minutes with no problems found. The cause of this complaint cannot be determined. These devices are 100% functionally tested during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During the procedure, the power button would not stay depressed on its own and had to be manually depressed for the remainder of the procedure. There was no report of an adverse effect on the patient.